Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the microtornado handcontrol was defective. Per operational and diagnostic, the reported failure was confirmed. During evaluation, it was found an electrical short circuit in the cable. Therefore, it was replaced. Finally, the preventive maintenance was completed replacing o-rings. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The root cause can be attributed for the electrical short circuit can be attributed to internal electrical deficiencies/ defective components. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 09-29-2016 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by affiliate via phone, that a fms tornado micro handpiece with buttons is defective. No surgical delay or patient consequence reported.